Event description:
According to the customer the "bar under the bed" is no longer "attached correctly" causing the bed to "be at an angle and not straight." Per the customer, "due to the bed being at an angle, [the user] slid off the bed and onto the floor three times" and stated that "no injuries occurred and [the user] did not hit her head." The customer also reported that the pendant buttons do not work or are stuck.

Manufacturer narrative:
According to the customer the "bar under the bed" is no longer "attached correctly" causing the bed to "be at an angle and not straight." Per the customer, "due to the bed being at an angle, [the user] slid off the bed and onto the floor three times" and stated that "no injuries occurred and [the user] did not hit her head." The customer also reported that the pendant buttons did not work or are stuck. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.